Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that the system "went into a black screen and rebooted itself." The probable cause was suspected to be error 64. There was no impact on patient outcome. It was unknown if there was any surgical delay.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736226, software version: 2.1.0 work order completed: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that there was no issue. Codes b01, c19 and d14 are applicable to this evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. Provided logs did not captured any corefiles, segfaults, page blocks, buffer input/output (I/o) errors, graphics processing unit (gpu) crash issues which confirmed the cause of the reported black screen issue followed by self reboot. However, the removablemedia logs captured an ungraceful shutdown on issue reported date. The ungraceful shutdown was likely triggered by a problem during the mounting of a new usb device, as indicated by the simultaneous power management logs showing unhandled binding actions. This suggested a potential hardware conflict or instability related to the integration of the usb device, impacting system stability. However, the exact cause remained unclear as the logs did not capture detailed information pinpointing the root cause. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The issue occurred before the procedure started. No further information available.

Manufacturer narrative:
H2) please see section b5 for further information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.